Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unresponsive button and blank display. The customer stated they had high blood glucose. The customer's blood glucose was 251mg/dl. The customer was advised to monitor his blood glucose wand treat as needed.